Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Customer reported blood glucose (bg) level was 62 (mg/dl). The customer stated food was used to address bg level. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.